Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4), on (B)(6) 2021, additional information was received clarifying the correct event date was (B)(6) 2021, not (B)(6) 2021 as previously reported. Field b3. Date of event has been updated.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure, there was a drop-in patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was done to remove the fluid (unknown amount) from the pericardium. Patient was reported in stable condition. It is believed the patient stayed for overnight observation, there¿s no indication that the stay was prolonged. Physician¿s opinion on the cause of the adverse event was patient condition (91 years old with rotated anatomy). The event was noticed in the ablation phase but could have happened prior during the transseptal or mapping phase. The physician could not identify the exact reason or time. Transseptal puncture was performed with a baylis nrg transseptal needle. No there was no evidence of a steam pop. There was no high force, uncommon vector directions or any other indicator of a possible effusion reason. The flow setting was default for the thermocool® smart touch® sf uni-directional navigation catheter settings. There were no error messages observed on bwi equipment during the procedure. Graph, dashboard, vector and visitag were all used. Visitag module settings were, range: 3mm, force over time of 3sec with 25% and tag size: 3mm with respiratory gating per surpoint setting numbers. Tag index was used for coloring prospectively. Respiratory gating was used as an additional filter for the visitags.